Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was at the emergency room for hyperglycemia. The blood glucose reading at time of the call was 283mg/dl. The customer's mother declined to troubleshoot the insulin pump because the medical doctor requested to replace the device. No further info was provided.